Event description:
Healthcare professional reported via nbir "capsular contracture; baker grade ii," "device migration," and "rupture" for right side device. Device has been explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.